Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2017 with the following findings: during investigation, the pump powered on with the audio tone alarm functioning properly. The sound test passed. The pump was opened to find no intermittent conditions. The audio tone issue could not be duplicated. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an intermittent sound issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.